Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device fails accuracy test 7.1%. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of failed accuracy test (B)(4). Visual inspection showed a damaged downstream occlusion (dso) seal. The primary complaint of (B)(4) inaccuracy was not confirmed. The device passed all functional and delivery tests. No problem was found. The dso seal was replaced.